Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) only works when their pulse rate reaches 40 bpm. The ipg remains in use. No patient complications have been reported as a result of this event.